Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records is not possible. Based on the information available at this time, no conclusions can be made. As reported the patient is not taking any medication for the pain and there has been no surgical intervention to date. The contact reports that the patient will be consulting with a new health care provider regarding the abdominal pain. To date the source of the pain has not been identified as being caused by the implant used to repair the patients hernia in (B)(6) 2015. Should additional information regarding the patient 's clinical course be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2015 - the patient underwent the repair of multiple abdominal ventral hernias (7 defects) and was implanted with a bard 6¿ x 8¿ sepramesh ip. On (B)(6) 2015 - the patient had a follow up visit and reports pain since implant to his surgeon. As reported the surgeon indicated this was normal and part of the healing process, as the tissue was growing into the mesh. As reported the patient continues to experience chronic abdominal pain. The pain is reported as being sharp at times and cramping, which is located mostly in the lower portion of his abdomen. The contact reports that the patient will be consulting with another doctor regarding the chronic pain. As report the patient is not taking any medication for the pain at this time and there has been no surgical intervention to date.